Event description:
Caller reports being unable to obtain a result on the compact plus system due to an error on the device while customer was having high blood glucose symptoms. Customer had been using expired test strips. Customer was taken to the hospital where he tested 450 mg/dl on professional device, customer was treated with insulin, potassium, and fluids. Customer was released from the hospital two days later. Customer's condition has improved. Requested return of suspect device and replacement was sent.